Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the patient still had concerns regarding their device or therapy, but were working with their healthcare provider or manufacturer representative. An appointment date of (B)(6) 2014 was noted, but the manufacturer representative was not there to help with the device. The patient¿s device was not helping with the pain and occasionally increased the pain.

Event description:
It was reported that the patient stated he met with the manufacturer representative one week prior to (B)(6) 2014. The patient stated he was just implanted and ¿it was not working out great.¿ it was noted that one of the programs was removed ¿last week¿ and the patient wanted that one back in addition to reprogramming. It was noted that last week¿s reprogramming was because the implant ¿felt like it was shocking [the patient].¿ the patient also stated that the rate was too high and ¿stimulation needed to slow down a little bit.¿ it was noted ¿that way¿ the patient could go up on intensity. As of (B)(6) 2014, when the patient tried to go up, ¿the strength of it was hitting [the patient] and felt like a million needles.¿ the patient also stated he was experiencing tightness, pressure, and muscle spasms since implant. The patient also reported warmness or burning in the back and ¿potentially inflamed.¿ it was discussed with patient turning on/off stimulation to rule in or out if it was stimulation related. The patient stated that the trial was great. The patient stated that they were to meet to over procedures of charging system but the manufacturer representative had not arrived. The manufacturer representative sent a message stating that they would follow-up. The patient was redirected to the healthcare professional (hcp). It was later reported that the patient was ¿having issues.¿ the caller stated that the patient met with a manufacturer representative that did an adjustment (date was unknown). It was noted that the manufacturer representative removed four programs so that the patient only had two programs. It was noted that the patient used to have six programs. It was noted that the patient had a follow-up scheduled but the manufacturer representative was not present at the follow-up. The primary reason of the call was to follow-up on patient¿s care situation. The caller would follow-up with the hcp¿s office. The caller was the patient¿s case manager. Additional information was requested but was not available at the date of this report.